Manufacturer narrative:
E1: initial reporter facility name - (B)(6) e1: initial reporter number - (B)(6). Device/media analysis: the device was returned for analysis. Upon evaluation, it was observed that the guidewire was unraveled, with the core wire found detached and separated from the distal tip extending to the tip. Additionally, the distal section was noted to be stretched. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established

Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that guidewire material deformation occurred. The target lesion was identified in a lower extremity artery. A 035/260/1 amplatz super stiff was selected for use. During preparation for use, upon unpacking the device, the guidewire was observed to be stretched prior to insertion. The issue was identified outside the patient. As a result, the affected device was not used, and another of the same device was selected to successfully complete the procedure. The procedure was completed without further complications. The patient condition following the procedure was reported as stable. However, returned device analysis revealed detached separated from distal tip to the tip.